Manufacturer narrative:
(B)(4). Lot #: unknown. Catalog #: unknown but refered to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010 at (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook günther tulip filter. Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4).

Event description:
This additional information received on 01/06/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to right lower extremity dvt and pulmonary embolism. Plaintiff alleges attempted retrieval on (B)(6) 2012. Plaintiff is alleging device is unable to be retrieved as it is embedded. Patient reports to be experiencing dvt, rle swelling, tired. (B)(4).

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook günther tulip filter. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.